Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that the cartridge became broken while removing it from the pump. Customer successfully loaded a new cartridge to address the issue and resume insulin therapy. Customer's blood glucose was 146 mg/dl.